Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads noted during visual inspection.

Event description:
Customer calling about being hospitalized and was admitted basically for heart problems but later changed to high bgs. High bg t/s per dop. Patient's bg is 451 mg/dl. A replacement pump was provided. Nothing further reported.